Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one photo sample noted the inflation valve/port was disconnected from the inflation arm and catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a problem with the dignishield that when inflating the balloon, the connection to the syringe was coming loose, they also reported that the balloon did not inflate. Per follow up information received via rcc on 10dec2025, stated that the connector that inflates the cuff with distilled water was disconnecting during the use of the rectal tube, preventing adequate inflation of the cuff pathway. The green part was filled with distilled water and did not pass into the cuff. This failure compromises patient safety and generates additional costs to the hospital convenience due to the need to change the device as they already had some patients who had to use two kits.

Event description:
It was reported that the customer had a problem with the dignishield that when inflating the balloon, the connection to the syringe was coming loose, they also reported that the balloon did not inflate.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.